Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no objective evidence of a malfunction or inadequate lead-to-device connection.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) declared a lead safety switch (lss) due to high out-of-range (oor) pacing impedances on the right atrial (ra) lead. After the lss, noise and oversensing was observed, which resulted in inappropriate atrial tachy response (atr) episodes. The patient's ra lead is a non-boston scientific product. Isometrics were performed in the bipolar sensing configuration, and noise was unable to be reproduced. Boston scientific technical services (ts) discussed that it appeared to be a spring contact issue, and recommended continuing to monitor the lead, as the sensing and threshold measurements were within normal limits. This crt-p remains in service. No adverse patient effects were reported.